Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question could not be completed as the product information was not provided. The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2020. The original surgery date is (B)(6) 2017. The reason for revision is reported poor range of motion. During the revision, the insert and retaining bolt were replaced with new components.